Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and others, brown particles on the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on the shell and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.